Event description:
The ge oec 2800 fluoroscopy system displayed an error 529 code, and generator communication failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the high voltage cables to repair the error/malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported, because of this malfunction.